Event description:
It was reported via repair work order that the side rail was stuck in the mid position due to a broken siderail handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.